Event description:
It was reported that a user could not obtain blood glucose readings on the ilet when using a dexcom g7 sensor and then received a ¿sensor failed¿ notification; troubleshooting steps included switching cgm settings on the ilet and restarting the sensor, after which the user applied and paired a new g7 that entered warm-up and pairing with the ilet was successful. Investigation included technical support review and user-guided troubleshooting and education. Investigation of this case revealed a sensor failure with unsuccessful initial pairing to the ilet, resolved by replacing the g7 sensor and re-pairing. Blood glucose was not affected. There was no user reported symptoms during the event. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. It was concluded that the event was related to a cgm sensor failure that was addressed through replacement and proper setup.